Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced the reoccurrence of atrial fibrillation. Antiarrhythmic agents (aads) were given to the patient. The patient has not been discharged yet from the hospital. Event is still on-going. No further information was provided.

Event description:
It was reported that a patient experienced the reoccurrence of atrial fibrillation. Antiarrhythmic agents (aads) were given to the patient. The patient has not been discharged yet from the hospital. Event is still on-going. No further information was provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Updated field h6 impact codes. Updated a2 & a4 fields.